Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009, the pt reported that for the past 2 days he has had elevated blood glucose readings in the 500 mg/dl range with his target range being 70-120 mg/dl. He stated, he does not believe insulin is flowing through the infusion set tubing. He stated he did not change any of his accessories until today when he switched to his backup insulin infusion device. He said, his blood glucose has decreased and his current reading is 110 mg/dl. To troubleshoot his primary device, the pt was instructed to perform and empty bolus of 5 units of insulin and prime about 10 units of insulin. Both of these were successful. Troubleshooting did not find any product issues. The pt was assisted with switching back to his primary device using the same cartridge and infusion set. He successfully primed and bolused until insulin flowed from the tubing. On follow up with the pt four days later, he stated that "everything is working fine" and his blood glucose has remained within his target range since switching back to his primary device. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.